Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 6944-65 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed a bipolar atrial lead warning for one low impedance measurement. The lead remains in use. No patient complications have been reported as a result of this event.